Manufacturer narrative:
Bayer product analysis received and examined a photograph of the suspect syringe. Visual examination confirmed the presence of a dark colored particle within the fluid path. The particle was identified as plunger flash which refers to the excess plastic material that remains on the body of a new container after the container has been formed. Our investigation determined that the particle noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.27 complaints per million (cpm).

Event description:
The customer reported the following: a foreign material was observed in a stellant syringe. No injury or adverse event was reported.